Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: 168624, serial #: (B)(4); description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the left side rib even with the stimulation turned off. The patient underwent an explant procedure and was doing well.